Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. A receiver charge test was not performed. A receiver boot test was performed and failed passed. Functional tests were not performed due to the receiver boots up when pressed button. A touchscreen manual button test was performed and passed. An internal visual inspection was performed and passed. The receiver log was not downloaded for review due to the receiver usb does not recognized to download or testing. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a display issue occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.